Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced ventricular tachycardia for which the patient was cardioverted and amiodarone was given. The patient also experienced hypotension. Impella support continues.

Manufacturer narrative:
No product was returned for investigation. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The cause of the atrial flutter was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.